Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the report, on (B)(6) 2014 the "replacement total arch aorta surgery" was performed for type-a acute arch aorta dissection. Bioglue was applied to the proximal and distal false lumen and was an "adequate amount (thickness: 1-2mm, depth: <2cm)." Bioglue was not used as an adjunct to sutures , the target field was dry, and the vessel or graft was clamped and depressurized prior to application. On (B)(6) 2014, the patient had a follow-up visit and a false aneurysm was found in aortic root during a CT scan. Additional information was received which stated felt and fibrin glue were used to shape the cut end of the aorta. The re-operation on (B)(6) 2014 was a "replacement ascending aorta surgery." The tissue was abnormal where bioglue was applied; a hand-drawn figure of the case was provided. Samples were sent to pathology, there were no signs of infection or inflammation, bioglue was still visible, and the surgeon did not peel bioglue from any surface. The patient's underlying conditions were unknown. Bioglue was not previously used in the patient and the patient was hospitalized at the time of the complaint investigation. No imaging was available. The tunica adventitia of the root "was disappeared about 1x3cm." Also, the tunica adventitia of the root had perforations as "dots." Possible lot numbers were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. A review was performed of the available information. Based on the information available at the time of this report and consultation with (B)(6), (B)(4), the most likely cause of the disrupture in the suture line observed in this patient is a lack of integrity of the aortic root tissue. The report describes degradation of the adventitia along with multiple punctate perforations in which bioglue could be observed. Dr. (B)(6) believes that the tear may have involved the aortic root, in which case the patient may have benefitted more from a root replacement procedure. Dr. (B)(6) states, "bioglue, if applied properly, does not delaminate and dissolve the aortic root layers (in this case the adventitia, or outer layer) and it doesn't cause multiple perforations. One of the other questions is whether the entire false lumen space in the aortic root was glued back together. If a pocket of a false lumen is left behind, multiple perforations could result." Failure to adequately fill the proximal false lumen may contribute to incomplete healing and possible perforation. Furthermore, damage to the native tissue caused by the initial dissection may have been a contributing factor. With the information available, a root cause for the false aneurysm observed in this patient could not definitively be determined. The bioglue instructions for use (IFU) includes adequate guidance and instruction in properly preparing the bioglue application site.

Event description:
According to the report, on (B)(6) 2014 the "replacement total arch aorta surgery" was performed for type-a acute arch aorta dissection. Bioglue was applied to the proximal and distal false lumen and was an "adequate amount (thickness: 1-2mm, depth: <2cm)." Bioglue was not used as an adjunct to sutures , the target field was dry, and the vessel or graft was clamped and depressurized prior to application. On (B)(6) 2014, the patient had a follow-up visit and a false aneurysm was found in aortic root during a CT scan. A re-procedure is scheduled for (B)(6) 2014.

Event description:
According to the report, on (B)(6) 2014 the "replacement total arch aorta surgery" was performed for type-a acute arch aorta dissection. Bioglue was applied to the proximal and distal false lumen and was an "adequate amount (thickness: 1-2mm, depth: <2cm)." Bioglue was not used as an adjunct to sutures , the target field was dry, and the vessel or graft was clamped and depressurized prior to application. On (B)(6) 2014, the patient had a follow-up visit and a false aneurysm was found in aortic root during a CT scan. A re-procedure is scheduled for (B)(6) 2014.